Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the axiem box and emitter went to red status. The medtronic representative attempted to troubleshoot the issue but was unsuccessful. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Analysis of suspect computer found: computer displayed green status when hooked up to axiem during initial testing and maintained green status for 1 hour before additional testing. During phd testing the ram failed the 24 hour test and then ram was reseated and then passed all testing. The connection to the ram was loose. Computer hardware connection issue indirectly caused event with the axiem communication. System fully functional after computer replacement.

Manufacturer narrative:
Replacement computer shipped to site on (B)(4) 2014. Medtronic investigation of returned suspect device is underway. On (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed.